Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit doppler is damaged and broken from metal bracket and hinges. There was no patient involvement. There was no adverse event reported. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the issue by replaced the chassis,storage bins. Reinstalled doppler and accessory storage bins.this corrected the issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat performed a visual inspection of pn: 0441-00-0194 and found physical damage on the doppler area of the chassis. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) units doppler is damaged and broken from metal bracket and hinges. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.